Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings:.pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad and from case seal traveling to grip pad. Moisture observed in the battery compartment..leak test failed due to cracks in the battery compartment. Opened pump- no moisture found. Cartridge compartment is cracked. Alarms occurs when the verify screen is confirmed due to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.